Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated with a venaseal closure system had a severe hypersensitivity reaction with systemic itching that eventually progressed (despite treatment with a medrol dose pack) to her lips swelling up and her throat closing. The issue was unresolved at the time of reporting.

Manufacturer narrative:
Additional information: on the (B)(6) 2025 patient underwent venaseal treatment of the left gsv. Noted onset of left leg erythema associated with generalized body rash and pruritus on the (B)(6) 2025. The left great saphenous vein is the lesion/vessel associated with this event. Artery/vein diameter was 3.4-8.7 mm. The onset set of symptoms were 6 days post-procedure and it occured in the left leg erythema and generalized body rash. Only one leg was treated with venaseal. On the 8/14 rfa right gsv and asv was performed without issue. This event was a initial reaction and not a recurrent process. The blue introducer was used. There was no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive and the catheter tip was 5 cm caudal to sfj. The total length of treated vein was 56 cm. The amount of adhesive used was 1.9 ml known patient allergies: chlorhexidine gluconate (rash), hibiclens (hives, rash), lyrica (headache), tramadol (itching and vomiting) and known co-morbidities: obesity (bmi 39), chronic lymphedema, history of bilateral calf and ankle venous stasis ulcers, active chronic right foot ulcer. No abnormalities reported in relation to the anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.